Manufacturer narrative:
(B)(4), 2011. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
Reportedly, the pt had been taken to the hospital due to frequent shock therapies (ICD: paradym vr (B)(4)). When the ICD was checked, inappropriate shocks due to noise were indicated and the lead impedance was under 200 ohms. Replacement of the subject lead is scheduled.